Event description:
Suffered a hypoglycemic episode while driving and arrested as a result. First responders reported a blood glucose of 23. He was wrongfully arrested and still in (B)(6) jail! He was also immediately let go from his job as a result of these unlawful charges. He's a current user of the dexcom g7 model that was recently recalled.